Event description:
Related manufacturer reference number: 2938836-2019-05000. It was reported patient presented in clinic with an oozing wound. Two days later, the system was explanted and replaced due to infection. The new system was implanted on the right side. The patient was well and recovering after the procedure.